Event description:
During the evaluation of a spectrum pump for alarming unload set when the set was unloaded, a door not fully latched alarm was experienced. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. The pump was found out of specification. The reported symptom was confirmed because evaluation experienced door not fully latched messages. The customers report of unload set was most likely misreported. The spectrum device displays a reload set from load point #2, not an unload set error. The event was caused by loose link screw (upper). The screws were replaced.